Event description:
The patient was in bed with no other individuals in the room when staff outside the doorway heard a loud pop and observed a flash of orange and yellow light. Staff entered immediately and found that the bed¿s electrical power cord had caught fire at the connection point between the short male bed cord and the detachable female power cord. The fire alarm was activated, oxygen was turned off, and the cord was unplugged. The patient was quickly moved to another room without any known injuries. The affected bed was removed from service for evaluation by umano, and the hospital has proactively replaced all power cords on all beds while awaiting further preventive guidance from the manufacturer.